Event description:
It was reported by a customer on (B)(6) 2011 the fiber cord was coiled/kinked out of the package. Per the customer, they did not want to chance using the fiber cord. The fiber failed during the procedure at 0 joules. No pt injury was reported.